Event description:
Patient stated that her v-go is not sticking good to her skin. Patient stated that her v-go fell off while she was in church. Patient said that she always properly prepped her site. She stated that she discarded the v-go in question.